Event description:
Manufacturer representative reported pt was injected with the wrong type of contrast during an ipg replacement in 2004. The surgeon injected contrast into intrathecal space to check for csf leak. Representative reported "the surgeon stated he had been handed the wrong type of contrast, contrast used for vascular studies rather than for intrathecal studies, and injected this contrast into intrathecal space." Ten to fifteen minutes after contrast injection, the pt began to have seizures. Representative reported the pt continued to have post-operative seizures and developed lower extremity edema, possible extension of their underlying rsd, but it is unclear if there are permanent injuries. The pt was treated with benadryl and lasix. No report of device explantation.